Manufacturer narrative:
The customer obtained an elevated atellica im high sensitivity troponin I (tnih) result (> 99th%ile) on a patient sample that was discordant compared to a result obtained on an alternate test method. Atellica im tnih reagent lot 113 was in use at the time. The initial atellica im tnih result was reported and questioned by the physician because it was elevated based on the patient's clinical status (details were not provided). The sample was sent to another lab for alternate method testing and the result was lower, but also greater than the method's reference interval. This lower result was considered correct. And considered correct. Another sample from the same patient was drawn and tested at a different lab on a different atellica im analyzer for comparison. The result was elevated and similar to the initial atellica im tnih result at the customer site. There are no allegations of adverse consequences as a result of this event. Siemens provided hbt/nabt tubes to the customer as part of the investigation. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated atellica im high sensitivity troponin I (tnih) result (> 99th%ile) on a patient sample that was discordant compared to a result obtained on an alternate test method. Atellica im tnih reagent lot 113 was in use at the time. The initial atellica im tnih result was reported and questioned by the physician because it was elevated based on the patient's clinical status (details were not provided). The sample was sent to another lab for alternate method testing and the result was lower, but also greater than the method's reference interval. This lower result was considered correct. And considered correct. Another sample from the same patient was drawn and tested at a different lab on a different atellica im analyzer for comparison. The result was elevated and similar to the initial atellica im tnih result at the customer site. There are no allegations of adverse consequences as a result of this event.